Event description:
It was reported that during routine device change-out procedure, physician was unable to engage the wrench into the set screw on the ventricular lead. The set screw was attempted to be drilled out, then put it in reverse to back the stuck set screw out. The lead was removed from the generator successfully. Lead was tested fine and was connected to the new device. Patient was stable.

Manufacturer narrative:
Additional information: the device was tested on the bench and no anomalies were found.